Event description:
Acct reports that the stopcocks are "leaking". Acct thinks it is a "user" issue and that the md's may be tightening down the injection site too tightly. In addition, acct stated that it may be a "possibility" that the acct is utilizing the 3-way stopcock as a 4-way stopcock, which could result in leaking. No pt injury reported.